Manufacturer narrative:
Physio-control further evaluated the customer¿s device and determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired at this time. The customer has received a loaner unit until a permanent solution is identified.

Event description:
The customer contacted physio-control to report a non critical issue with their device. Upon physio-control evaluation it was noted that the device would not complete the boot up cycle. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.